Event description:
Customer reported blood glucose results of 265 mg/dl and 84 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. System discarded by customer, replacement was sent.